Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator change out procedure, device interrogation revealed the right atrial (ra) lead exhibited low pacing impedance, loss of sensing, and failure to capture. The physician elected to not add another lead and made programming changes to deactivate the lead. The patient was discharged.